Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: b5, e1 (event site email). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Fse verified lines on the screen. The fse stated that there was issue with the screen and replaced the screen. The fse performed all tests and calibrations according to protocol. Unit was returned to customer for use.

Event description:
It was reported by customer prior to use that cardiosave intra aortic balloon pump (iabp) had multiple horizontal lines on the display. There was no patient involvement.

Event description:
It was reported that, cardiosave, intra-aortic balloon pump (iabp) was having multiple horizontal lines on the display. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.